Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: csi .017 viper wire. Sheath: cook 6 fr raabe. Atherectomy: csi predator. It was not possible to perform a thorough analysis on the product because it was not returned for evaluation. Per the product instructions for use, (IFU): the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. The device was used in the sfa, which is not indicated. Per the IFU: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. As in this case, the use of a non-barewire guide wire will lead to the filtration element slipping off the end of the guide wire at some time after deployment as there is no taper to stop it. The loss of the filtration element was due to the use of a non-barewire guide wire and this will be treated as a use error. A review of the finished product lot history record did not reveal any related nonconforming material records for this lot and a query of the complaint handling database showed no similar incidents reported for this lot. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that during an interventional procedure in the very heavily calcified left superficial artery (sfa), via a contralateral approach, the emboshield nav6 embolic protection device (epd) was advanced over a non-abbott .017 guide wire and deployed in the trifurcation of the left peroneal trunk. Lesion atherectomy was performed using a non-abbott atherectomy device. Before balloon angioplasty was done, angiography showed the epd was full of debris. Therefore, an attempt was made to remove the epd. The epd was captured in the retrieval catheter (rc) without difficulty. During removal of the rc, the non-abbott wire was inadvertently pulled out of the body. The rc with the now completely opened epd remained at the distal sheath in the profunda/sfa crux. Cutdown was performed and the epd was surgically removed. Left sfa and common femoral arterial patch repair was performed. Lesion angioplasty was then completed. There was a 2 hour procedural delay to remove the epd. The patient did well post operatively and had a good pedal pulse. Though requested no additional information was provided.